Event description:
The implant was implanted with a left ventricular assist device (lvad). Approximately 2.5 years post-implant, it was reported that the patient was readmitted after experiencing alarms, decrease of pump speed and pump stoppages. An x-ray was taken to evaluate the percutaneous lead (lead) for potential damage and the MFR's technical service personnel performed a replacement of the external portion of the lead on two separate occasions based on discussions with hospital personnel. On (B)(6) 2013, it was reported that the patient continued to experience red heart alarms. The log file from the system controller was reviewed by the MFR's clinical personnel and revealed that the pump could not maintain the fixed pump speed. The hospital performed a CT scan of the internal portion of the lead and found a suspect area at the distal end of the pump end bend relief. The surgeon decided that the pump would be exchanged; however, due to an infection of the patient, the pump exchange has been postponed until the infection parameters are back to a normal level.

Manufacturer narrative:
The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.